Event description:
While the doctor was using the bone clamp, the bone clamp broke and a piece of the bone clamp fell into the patient's wound. All pieces were removed and verified that there were no pieces with an x-ray.